Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10455. It was reported that the patient presented in clinic for a laser lead extraction re-implant. Upon interrogation prior to extraction, the right atrial (ra) lead was high, out-of-range and with no sensing or capturing. The left ventricular (lv) lead exhibited no capture. The lv lead impedance was within normal limits. The physician extracted and replaced both the ra and lv leads. The patient was stable after the procedure.